Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. Added- h6 impact code 4627.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant was attempting delivery of the 5.5 pump for support of a patient admitted with a stemi and ischemic cardiomyopathy. The team was unable to deliver the pump/wire to the lv (left ventricle) and support was aborted. The CT (computed tomography) imaging revealed the issue was native anatomy with an underlying stenosis at the subclavian-innominate artery.